Manufacturer narrative:
Correction: - the implant date should have been (B)(6)2018 rather than (B)(6)2018.

Event description:
New information received notes infection was treated with medication. No evidence of pocket erosion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s entire system was explanted due to unknown infection. Vegetation growth was present. Patient was stable post-procedure.